Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant the helix on the pacing lead stretched when being pulled and the pacing lead became stuck in the septum. The pacing lead was attempted/not used and remains in the patient. A new pacing lead was successfully placed. No patient complications have been reported as a result of this event.